Event description:
Dental office advised that during a procedure on teeth #18 and 31, the endodontic file broke. Office advised that the event happened at the end of the treatment and the canals were cleaned and shaped. They noted that approx 1 mm of file was left down in the canal.

Manufacturer narrative:
MFR evaluation summary - product was returned from customer and was evaluated by company personnel. Product referenced in the complaint is an endosequence large rotary file with .04 mm taper and a 21 mm working length. The package of product referenced in the complaint contains an assortment of files with 1 each of sizes #34, #40, #45 and #50. A total of 12 used files were returned from customer. Eight files (1 each sizes #8, #15, #27, #40, #60, #70, and 2 each #35) were not broken. One file (#15) had a stretched tip. Three files (1 ea #20, #30, #50) were broken (missing the tip of the file.). Of these file sizes, only the #50 file is in the assortment referenced in the complaint. Conclusion: cause of file brakeage and stretched tip is unk.